Event description:
Boston scientific received information that this device and another manufacturer's atrial lead were associated with varying impedance measurements. Other lead measurements were normal. The available information indicates the device and lead remain in service with no subsequent issues reported.

Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.